Event description:
The deep brain stimulators were returned to the manufacturer with no additional info. Device registration system indicates that the pt is expired. The hcp reported that the pt had not been seen in the office for a long time and her records were not available. The hcp did not know the cause of death. Please see MFR report# 3004209178-2008-04855.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.